Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Examination of the returned devices confirmed a disassociation event. Error in materials or manufacture was not identified. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed via tha. The date of primary surgery was unknown. It was reported that the revision surgery was planned in about 3 weeks due to the dislocation of the liner. The sales rep is checking detail info. No further information is available.